Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy procedure, the connecting tube allegedly detached from the device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one vacora biopsy probe has returned for evaluation. On the visual evaluation of the device, the probe appeared bloody and the syringe assembly was detached from the tubing. No specific anomalies noted. No damage was noted on the tubing and syringe assembly. On the functional evaluation of the probe, the were able to attach and calibrated with the in-house driver without any issue. Then probe was calibrated an additional two times, both times were successful. Therefore, the investigation remains inconclusive, as although the tubing were detached from the probe in the returned device, during the functional evaluation the probe was able to attached and calibrated with the in-house driver without any issue. A definitive root cause for the detachment of device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the connecting tube allegedly detached from the device. There was no reported patient injury.